Event description:
On (B)(6) 2012, pt emailed alleging a potential allergic reaction. Pt requested a sample of the gluma desensitizer to provide to her allergist as she thinks she may be allergic to it. She stated, "I underwent two dental treatments. After the first ((B)(6) 2011), the swelling wouldn't go away for a week. It mostly affected my lips (I could compare that to drinking hot coffee before the anesthesia feeling wears off, usually you burn your lips)." She went back for a second treatment ((B)(6) 2012) and described the reaction as, "this time not only my lips were swollen in a much more severe way, and the inside of the mouth was swollen too. I lost my palate, the tissue came off." She said, she basically couldn't eat for a week. The symptoms did not fully resolve for a 15 weeks. I would notice something is wrong after 4 hours; this is the time the anesthesia wears off. Pt states, "my swelling got worse instead of going away." She said, she took an allergy pill, but it did not work. The tp is seeking allergy testing to determine allergen. A sample of gluma desensitizer has been provided to the pt for allergy testing on (B)(6) 2012. She was previously tested for an allergy to the lidocaine used and the test was negative. On (B)(6) 2012, spoke to (B)(6) at dr (B)(6) office. She said that they treated 12, 13, 15, 16 on (B)(6) 2011 and she returned on (B)(6) 2011 and her right cheek was swollen. Nothing was prescribed. They treated 24 and 25 on (B)(6) 2012. She said she has not returned and it was recommended she sees a physician to determine cause of reaction. I asked about treatment technique and she said, she would have the dentist call back. I asked if the gluma bottle was available for eval. She said, she would have to check and call back. On (B)(6) 2012 spoke to (B)(6) at the office and she said that they will not give treatment info unless gluma is found to be allergan.

Manufacturer narrative:
As allowed by exemption # (B)(4), (B)(4) (the importer) is submitting the report on behalf of heraeus kulzer (B)(4) (the MFR). Although, we have not established that the device caused or contributed to the event since allergy testing does not occur till 06/11/2012, we are reporting it out of caution to be complaint with 21 cfr part 803. Office has not indicated whether they still have the actual device and will not respond to questions until allergy testing is completed.